Event description:
It was reported that while impacting the stamp broke.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the clamping jaws had been in use for a longer time (manufactured in 2009) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. The appearance of the damage indicates a high load application to the system clamping jaws and inner rod (pegs) of the impactor. The damage most likely was caused by a wrongly assembled staple (in between the jaws behind the intended reception). Tightening then will cause non intended bending forces to the jaws. In case of intended use such damage would not have occurred. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is most likely linked to improper handling by the user. No non-conformity was identified.

Event description:
It was reported that while impacting the stamp broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.